Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for a fall. The customer reported not eating and waking up to low blood glucose. The customer felt dizzy and fell down the stairs, breaking their leg. The customer was hospitalized and insulin pump use was discontinued. Blood glucose was unknown at the time of incident. Troubleshooting was not performed. It is unknown if the auto mode on the insulin pump was automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.